Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, cgm values were not populating which elevated their bg level. Customer did not provide how bg was addressed. Systems check with tandem technical support confirmed the pump is functioning as intended.